Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified both stations and confirmed that they were communicating normally with the server. The tss also reviewed synchronization records to further validate communication and reassured that both anesthesia stations were successfully connected and operating as expected and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating. The customer had rebooted the station multiple times but still issue persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.